Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device returned was one m.r.I. Lp plastic port with 6.6 fr silicone catheter (hickman). Visual, microscopic, functional, and tactile evaluations were performed. The investigation is confirmed for a punctured catheter, specifically for tool (sharp instrument) damage. The catheter lock was not returned. Microscopic observation found two small, ill-defined holes in the catheter over the port stem. Tool-type marks and other holes were found on the catheter segment on the port stem, including one just distal to the stem. Some were inside depressions within the catheter material. Leakage in this area occurred during infusion. Some deformation was found at the point of the catheter corresponding to the end of the port stem. The port stem under the catheter manifested some damage as well. The root cause of the reported catheter leak is confirmed and found to be use-related. The product shows evidence of tool damage during use.

Event description:
It was reported that approximately one year three months post port catheter implantation, during routine maintenance post chemotherapy treatment, the catheter was allegedly punctured causing the patient to experience pain and swelling of the insertion site. The port catheter was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year three months post port catheter implantation, during routine maintenance post chemotherapy treatment, the catheter was allegedly punctured causing the patient to experience pain and swelling of the insertion site. The port catheter was removed. There was no reported patient injury.